Manufacturer narrative:
The investigation determined that the event was caused by contamination of the instrument (dirt in the sample probe, mixing chamber/dilution vessel, sipper and vacuum nozzle). Product labeling states "list of maintenance intervals - maintenance ensures that the system works properly and keeps the risk of contamination low. Follow the maintenance intervals listed in the table. Every 2 weeks cleaning the sample probe - c 303; every 2 weeks cleaning the wash nozzles - c 303; monthly - checking the dilution vessel - ise (ion-selective electrode)". After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found serum residues on the sample needle. The fse also noted that the mixing chamber, the sipper needle, and the vacuum needle were dirty. He then replaced the sipper needle together with the hose and flushed it. He performed calibrations and precision checks with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result from one patient sample tested on the cobas pure c 303 analytical unit. The first result was 150 mmol/l. The second result was 140 mmol/l..